Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for degenerative disc disease and spinal pain. It was reported that the patient had a problem with the stimulator so she met with a manufacturer representative (rep). The rep told the patient the problem was that her implant battery could be going dead, and he tried to boost/jump the battery off and did some other stuff. The rep and patient met so many times but he never got the battery working and did not resolve the issue. The rep was no longer with the manufacturer so the patient was going to meet with another rep, but never ended up doing so. The patient was to follow-up with a healthcare professional (hcp). It was noted that patient did call her hcp about the issue and they gave her a phone number and told her to call the manufacturer¿s patient services. No symptoms were reported. The issue began in 2016, and had been occurring for months as of (B)(6) 2017. The same timeframe was given for when the rep was made aware of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the device would not charge. To resolve the problem the patient was set up for battery replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.